Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aneurysm. It was reported approximately 32 months post the index procedure, follow up CT showed an aneurysm of the aortic arch, completely reperfused with risk of rupture. Fractures on both implanted stents were also observed. The cause of the reperfusion and stent fractures are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that intervention was carried out where the aortic arch / descending thoracic aorta endovascular relining was successfully accomplished by means of implantation of 2 new thoracic non-medtronic stent-grafts (proximal graft landed just 3-mm proximally to the previous proximal navion graft, and distal graft landed about 5-cm distally to the previous distal navion graft, in order to exclude also a dta pseudoaneurysm observed at the distal edge of the previous distal navion graft). Final intraoperative angiography showed successful exclusion of both arch and dta lesions. The patient did well, no severe complications were reported. No endoleaks were observed intraoperatively as regards the arch aneurysm (where abnormally enlarged navion stents were observed) there was a large aortic arch aneurysm derived from ruptured navion stent graft and enlarged infrarenal abdominal aortic aneurysm with type ia endoleak and right external iliac artery aneurysm with type ib endoleak. The type ia and type ib endoleaks were first observed on CT's from (B)(6) 2023. Corelab review of CT imaging dated (B)(6) 2023 identified aortic enlargement of +20.4mm, the maximum aortic diameter was noted to measure 99.2mm. There was no stent fracture, stent ring detachment or stent ring enlargement observed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to event description: the aneurysm of the aortic arch, completely reperfused with risk of rupture and fractures on both implanted stents were observed on imaging dated (B)(6) 2023. Corelab review of the imaging from (B)(6) 2023 was not assessable for endoleaks. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.